Event description:
It was reported that the catheter had a faulty balloon, the balloon was inflating, but not deflating before use. There were no patient complications reported.

Manufacturer narrative:
Customer will not be returning the (B)(6) as they have accidentally disposed of it. A device history record review was completed and it was confirmed that the device met specifications upon distribution.